Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was placed very close to the tricuspid valve and was causing pacemaker mediated tachycardia. The lead was repositioned successfully.